Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). Field service specialist (fss) visited the site and verified energy readings, verified z baseline and tilt of new test cone and test cone used during last preventive maintenance, both near same values. Fs examined patient cone used, near pocket the cone glass was etched. Cut and measured gel, values in specification for all cones. Ran z calibration, values were within specification with no anomalies. Opened galvo enclosure, checked connections and manipulated cabling. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and surgeon noticed that the flap created was very superficial. The flap was in the epithelium rather than stroma in the left eye. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient was converted to photorefractive keratectomy on the same day. Bcva from (B)(6) 2019: right eye pre-op 20/20 -2.25 x .00 x 0; left eye pre-op 20/20 -2.50 x .00 x 0. This report is for the intralase laser. A separate report is being submitted for the patient interface.

Manufacturer narrative:
Additional information: it was reported by the account that they don't use compressed air to clean the patient interfaces. The patient interface lens surface must be free of debris prior to use as the laser light will not effectively permeate if there is obstruction like liquids or particles.